Manufacturer narrative:
The insulin pump powered up properly after battery installation. The pump was received with operating currents within spec. No low battery alerts noted. The pump passed self-test, error test, rewind, basic occlusion test and displacement test. However, the pump was unable to prime during prime test due to faulty force sensor system. The pump was received with minor scratches on lcd. (B)(4).

Event description:
It was reported of low battery alarm in less than 1 week. The customer's blood glucose reading was unknown. The insulin pump will be returned for analysis.